Event description:
Per the independent repair center, the customer alleged problem is the alarm will not function. The key failure is the poppet is not switching. As stated on the repair statement additional malfunctions on this device: poppet valve not switching causing unit to alarms and shut off and power switch controls not alarming.